Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a precedex programming error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Bd customer advocacy contacted institute for safe medication practices (ismp), publisher of the newsletter, through email, requesting for additional information and/or contact details of the entity that shared the story with ismp. Follow-up MDR will be submitted should the additional information becomes available.

Event description:
A newsletter article, published by institute for safe medication practices (ismp) dated march 12, 2020 volume 25 issue 5 page 1, featured an event wherein a certified registered nurse anesthetist (crna) programmed the pump to deliver dexmedetomidine infusion (4mcg/ml) at a rate of 0.15mcg/kg/min instead of 0.15mcg/kg/hour for several hours before the error was noticed. With the patient's weight of (B)(6), this resulted in an infusion rate of 148ml per hour instead of the correct 2.5ml per hour. Furthermore, it was reported that instead of selecting dexmedetomidine from the drug library when programming the pump, the crna used an infusion mode outside the drug-error reductions systems (ders) and accidentally selected "min" for minutes instead of hour. The pump did not issue a dose warning since the ders has not been engaged. No long-term adverse effects were reported since the patient was closely monitored, and any short-tem cardiovascular effects were quickly corrected during the surgical procedure. The information on the location of the event and contact details were not provided in the newsletter.